Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds due to possible dislodgement. The ra lead was removed and replaced. During the same implant procedure, a new right ventricular (rv) lead was attempted and not implanted as the helix would not extend. Another rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in blood. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure.